Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used for a demonstration performed on (B)(6) 2019. According to the complainant, the first band would not deploy. Reportedly, a band appeared in the middle of the seven bands was deploying first and caused the bands not to deploy. A second speedband device was used; however, the suture had an extra knot which made the loop too small for the ligator head to drop through it. Additionally, there was no difficulty in setting up the device. This device was not used in the patient or procedure.